Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified deformation, crease folds and wear/abrasion. A weight test of the device was verified and the device was within specification. Cloudiness in the gel was observed after the autoclave disinfection. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade "iii/IV."

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.